Event description:
Info rec'd indicates when the brake is engaged, the head end casters do not hold.

Manufacturer narrative:
The tech found the set screw broken off in the hex rods. The tech replaced the set screw and hex rods to repair the stretcher.